Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump was not delivering insulin. The customer believed there was a problem with their tubing. The customer discovered the problem when their blood glucose rose to 400 mg/dl. The customer's blood glucose was 165 mg/dl at the time of the call. It was also found there was an absence of no delivery alarms on the customer's insulin pump. Troubleshooting could not occur as the customer did not have any infusion sets left. Customer was advised to call back if the problem persists. No additional information provided.